Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested from the pt. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt began experiencing pain shortly after hip replacement. Pt followed-up with surgeon 3 months post-op. Surgeon recommended physical therapy, but pt did not feel there were any positive results. Pt is currently on crutches and has swelling and pain in groin area. He cannot continue with any day-to-day activities and is also on leave from work because of pain and discomfort.